Manufacturer narrative:
The device was received fully deployed. Inspection of the download data shows the device was deactivated after first prime and completed 48 pulses. Inspection of the drive mechanism and needle mechanism components found no damages that would result in the needle mechanism deploying early, indicating that the ratchet gear was incorrectly installed during manufacturing. This incorrect installation resulted in the firing flat being lined up with the release bar earlier than expected, resulting in the needle mechanism deploying earlier than expected.

Event description:
It was reported by the patient that the pod's cannula deployed early indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s926usqs4byf2 hardware: sm-s926u. Cgm sensor type: g7.